Event description:
The wire on the gold loop broke preventing amputation of the uterus from the cervix. A second loop was opened to complete the amputation. The manufacturer opened a complaint file and asked follow-up questions. Manufacturer intends to send a shipping label for the device to be returned for a full investigation.